Event description:
The hcp reported the patient was complaining of the therapy not helping with the spasticity. The patient was receiving compound baclofen concentration 4000mcg/ml with a daily dose of 2200mcg - a "high dose med." A "dye study" was done and the hcp reported a suspected microfracture of the pump and a catheter break, tear, or hole. The device system was explanted and replaced and returned to the manufacturer for analysis. The patient outcome after the surgery was reported to be good.